Event description:
It was reported that the pump was read on (B)(6) 2013. The pump had two months elective replacement indicator (eri) left. During the read out the logs indicated that no volume was left in the pump. However, no alarms went off that would indicate a low reservoir. The pumps last refill was on (B)(6) 2013 and should not have been empty. The patient was still having good therapy. They took another 8840 and read the pump again. In that print out they got an expected volume of 18ml which was correct. Note that the 8840 used for the first read out was never used before that. The pump was delivering baclofen and morphine. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 8870, serial # unknown, product type software; product ID 8731, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).